Event description:
It was reported that this inflatable penile prosthesis (ipp) was slightly short in the glans and the patient also has a curvature. The patient requested bigger cylinders. The device was removed and replaced. There were no additional patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was slightly short in the glans and the patient also has a curvature. The patient requested bigger cylinders. The device was removed and replaced. There were no additional patient complications.